Event description:
During a post implant follow-up, decreased sensing was observed on the right atrial (ra) lead. Diagnostic imaging was performed which revealed dislodgement of the ra lead. Additional surgery was performed and the ra lead was repositioned. It was suspected that the cause of the dislodgement was due to the movement of the patient's arm. The patient is stable.